Event description:
It was reported that the patient experienced presyncopal symptoms. A loss of capture was noted on the faxed strips. The right ventricular lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead 2012-(B)(6). (B)(4).